Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed dirt came out of the device, but root cause cannot be identified, and the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a corrosion on adhesive around light guide lens, objective lens, bending section cover and dirt on objective lens. There was no patient involvement.